Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (dissection).

Event description:
On an unknown date, the patient had an ascending aorta replacement. On (B)(6) 2020, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. It was reported the endoprosthesis was deployed and touch-up ballooning was performed using a cook coda balloon catheter. Procedural angiography revealed a retrograde aortic dissection starting from the proximal edge of the trunk-ipsilateral leg component. The dissection extended to the aortic arch but it didn¿t extend to branch vessels in the aortic arch or the abdominal aorta. Reportedly to treat the entry tear of the dissection, an aortic extender component was placed in the proximal part of the trunk-ipsilateral leg component. No further treatment was performed and the procedure was completed as the patient¿s blood pressure was reportedly stable. The patient tolerated the procedure. It was reported that the physician¿s suspects the dissection may have been caused by the ballooning. However, the physician reportedly stated the cause of the dissection was not confirmed as no over-inflation of the balloon was performed.